Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a green indicator light that did not light up, and that the battery compartment and downstream occlusion seal (dso) were damaged. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
D9: 6/30/2025. One device was returned for analysis with initial complaint that that green indicator light does not light/battery compartment and downstream occlusion (dso) damaged. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing were performed. The green led was damaged, the battery compartment was broken, and the dso sensor was in good condition. The initial allegation identified non-reportable malfunctions as there is no risk of harm from the product issue ¿damaged downstream occlusion (dso)¿. This issue was disproved as the investigation results indicated the dso sensor was in good condition. The lens, the battery compartment and the led were replaced with new ones. Device passed all testing post repair.